Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified low sensor scans when compared to adc meter results. The customer experienced symptoms of sweating, dizziness, and confusion, and the customer self-treated with coca-cola, glucose tablets, and cottage cheese. Additionally, a treatment of insulin (dose/type unknown) injection was administered by a third party. The customer then had contact with a healthcare professional who obtained a blood glucose reading of 120 mg/dl and no further information was reported. There was no report of loss of consciousness or seizure and no further information was provided.